Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was surgically revised for a pocket revision procedure due to patient comfortability. This ICD remains in service. No additional adverse patient effects were reported.